Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2013 with a bifurcated, a suprarenal aortic extension, and an infrarenal aortic extension. Subsequently, during a follow up computed tomography scan, it was discovered that there was a leak near the distal end of the proximal extension. On (B)(6) 2016, the physician relined with a bifurcated and suprarenal aortic extension to correct the issue. Patient is in stable condition.

Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the reported event. There were no patient images available for review. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. Limited patient records were available and the device was not returned for evaluation. Potential contributing factors to the reported event include off label use.